Event description:
The customer reported to olympus that during a maintenance inspection of the device, the visera elite ii video system center had no image on the display/blackout of the display. The issue was found at maintenance, no procedure or patient involvement. There were no reports of patient or user harm.

Manufacturer narrative:
The olympus field service engineer (fse) inspected the device onsite and found the display was not working/no image on display. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The field service engineer stated the device is working fine now; therefore, the device will not be returned. Olympus will continue to monitor field performance for this device.